Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the cuff, balloon and the pump components were visually and microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff or the balloon. The pump underwent functional testing and did not pass pressure testing. A DHR review could not be performed due to lack of information. Labeling review indicates that there is no objective evidence that the user did not properly handle or use the device according to the IFU. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen as the pump not passing pressure testing likely caused or contributed to the reported clinical observation of inflation and mechanical issue with urinary incontinence. Incontinence is a known inherent risk of device use as documented in the product instructions for use.

Event description:
It was reported that following an artificial urinary sphincter (aus) activation the patient did not experience improvement in the level of incontinence. It was indicated that the cuff was not filling, and a pump anomaly was suspected. Troubleshooting was attempted to no avail; therefore, a replacement surgery was performed. During the procedure, it was confirmed that the balloon was full. No patient complications were reported.

Event description:
It was reported that following an artificial urinary sphincter (aus) activation the patient did not experience improvement in the level of incontinence. It was indicated that the cuff was not filling, and a pump anomaly was suspected. Troubleshooting was attempted to no avail; therefore, a replacement surgery was performed. During the procedure, it was confirmed that the balloon was full. No additional information was reported.